Manufacturer narrative:
This report is submitted on june 3, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent a magnet replacement (date not reported).